Event description:
It was reported during sedation (device outside patient), the subject device had e226 and images could not be drawn. The issue occurred at a laparoscopic cholecystectomy therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9,h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the electrical contact part of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (corrosion on the electrical contact part of the video connector.) And no problem detected (e226 and images could not be drawn). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.